Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Customer had attempted reprogramming chpv on friday (B)(6) 2016, did not get adjustment complete notice on programmer. I had assisted pa with reprogramming and thought their programmer had problems due to a cracked head. Surgeon was trying to set from 150 down to 120. Follow-up x-ray showed valve had not moved as surgeon had expected. X-ray showed it was stuck at 30mm h2o. Surgeon, "removed shunt and replaced. She asked scrub tech to return the valve to codman. I am trying to locate valve." On 1/28/2016 per rep: I do not know the original implant date. It was placed many years ago by another surgeon. I don't have the code and will not until I see the valve (if the hospital kept it. I am checking on it). No sn since I don't have any info about the valve except that it was right angle. I will send an image in another email.